Event description:
It was reported that the patient presented with recurring incontinence. The artificial urinary sphincter (aus) device was explanted due to cuff erosion. A new aus device was later implanted on (B)(6) 2020. The patient's outcome following the surgery was good.

Manufacturer narrative:
Additional information provided in: b5 (describe event or problem), d6b (explant date), and h6 (evaluation method codes, evaluation result codes and evaluation conclusion codes).

Event description:
It was reported that the patient presented with recurring incontinence. The artificial urinary sphincter (aus) device was explanted on an unspecified date due to cuff erosion. A new aus device was later implanted on (B)(6) 2020. The patient's outcome following the surgery was good.